Event description:
The clinic reported that a laser vision correction patient presented with burning sensation (in eyes), red eyes and complaint of dry eyes for both eyes on (B)(6) 2014, 2 months post treatment. On (B)(6) 2014 it was reported to abbott that patient was seen for follow up visit (B)(6) 2014 and mentioned she still had some fluctuation and her night vision was not as sharp as she had hoped it would be. Surgeon discussed dryness and fluctuation as her eyes were still healing. Patient was released from care. Her last visual acuities were 20/20-1 right and 20/15-2 left, 20/15 both eyes. Patient was originally treated for dryness issues (B)(6) 2013 and given an tobradex for 7 days, and artificial tears ointment for 7 days. On (B)(6) 2014 was reported that patient was seen as she complained of dry eye and decrease on visual acuity (no visual acuity readings reported for the visit).

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. The patient reported to the account concern about recent decrease in vision however, the account reported there was no loss of best corrected visual acuity. All pertinent information available to abbott medical optics has been submitted. Placeholder.